Manufacturer narrative:
Updated to unilateral rupture as contralateral device MDR was sent in error. Original MDR submitted had "death", this was in error and has been updated to "serious injury."

Event description:
Patient diagnosed with possible unilateral rupture. Right side device.

Event description:
Patient diagnosed with possible bilateral rupture. Right side device.